Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there any patient consequences? --please refer to the event description, other information requested is unknown. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. --no device can be returned currently. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a superficial tumor resection surgery on (B)(6) 2026 and suture was used. During the procedure, the doctor needed to suture the wound during the surgery. During the second stitch of suturing the wound, the suture broke and could not be continued, affecting the progress of the surgery. The doctor immediately replaced the suture and continued to suture the wound, completing the surgery. No adverse patient consequences were reported. Additional information was requested.